Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause and treatment information for the event was unknown. It was unknown if the patient recovered from the peritonitis. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned; a device analysis could not be completed. Should relevant additional information become available, a follow-up report will be submitted.